Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the edge of the pipeline became loose (but still attached to pushwire) as it was being retrieved. Prior to the event, the pipeline was advanced to the intended location to be deployed. Once they started to deploy the pipeline, it failed to open approximate 3 mm from the distal tip. The pipeline was resheathed twice in order to attempt to deploy it but without success. The pipeline was then removed from the patient along with the marksman microcatheter. It was reported that the marksman was found to be broken and deformed abnormally after it was removed from the body; however, it was still in one piece. A new pipeline and marksman was used to complete the procedure without further complications. The patient was undergoing embolization treatment of a slightly large saccular aneurysm measuring 13 mm with 7 mm neck located in the posterior communicating artery. The patient¿s vasculature was medium in tortuosity. The distal and proximal landing zone was 3.5 mm x 4.7 mm. No intervention was required. The pipeline was hydrated and marksman flushed as indicated in the instructions for use.